Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use also states, ¿when suturing gore® dualmesh® plus biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® plus biomaterial and the host tissue is recommended.¿ ¿follow the curve of the needle when piercing the device and pierce through the full thickness of the device to ensure adequate mechanical strength of the device. Interrupted sutures can provide additional security against recurrence due to suture failure.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05185915. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect . H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use also states, ¿when suturing gore® dualmesh® plus biomaterial to the host tissue, a bite and spacing ratio of 1:1 in both gore® dualmesh® plus biomaterial and the host tissue is recommended.¿ ¿follow the curve of the needle when piercing the device and pierce through the full thickness of the device to ensure adequate mechanical strength of the device. Interrupted sutures can provide additional security against recurrence due to suture failure.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05185915. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating; manufacturer/compounder: w. L. Gore & associates, inc.; lot number: 05185915. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. D4: updated lot #, catalog #, expiration date, di # g5: updated combo product field, added PMA/510k # h6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: on (B)(6) 2007: (B)(6) medical center. (B)(6) , md. Operative report. Preop diagnosis: symptomatic incisional hernia. Postop diagnosis: same. Procedure: repair of incisional hernia with dual mesh. Anesthesia: general. Indications: this 39 year old obese female with a long standing history of an incisional hernia. The hernia has become painful initially intermittently and for the last 2-3 days constantly. There are no specific symptoms of obstruction. The hernia is tender to palpation. Repair was recommended and accepted. The size of the fascial defect could not be appreciated preoperatively due to the patient¿s large body habitus. Repair with mesh was recommended and accepted. Prior to surgery, the risk of the procedure including risk of anesthesia, as well as recurrence rates were all discussed with the patient who voiced understanding and agreed to proceed. Operation: ¿after obtaining informed consent and receiving preoperative antibiotics of 2 gm of ancef the patient was taken to the operating room and placed in the supine position. After administration of general anesthesia, the abdomen was prepped and draped in a sterile fashion. With the patient under [sic] asleep under general anesthesia the fascial defect could not be [sic] specifically be identified. Of note is that the patient weighs 300 lbs and the area of concern is a right lower quadrant paramedian scar. A transverse incision over the area of concern was made and carried down to the subcutaneous tissue. Dissection was carried down to the fascia. The fascia was extremely thinned out and one could see the bowel peristalsing beneath it. There was essentially no rectus muscle, transversus abdominis or external oblique muscle remaining. The remaining fascia was cleaned off from the inguinal ligament up to the umbilicus and from the iliac crest to the midline. The fascia was then opened transversely as was the peritoneum. The internal abdominal contents were palpated. There was no evidence of any intra-abdominal mass or any other obvious pathologic process going on. There were no adhesions to the anterior abdominal wall. It was felt that the findings were consistent with a partial thickness hernia resulting in significant abdominal wall laxity. A 15 cm piece of dual mesh with the long axis oriented in horizontal place was placed within the peritoneal cavity and was anchored with 8 horizontal mattress sutures of 0 prolene. There was good coverage of the area with this. Following this the fascia was closed with a running #1 pds suture. This layer of closure was then inverted with a row of 0 ethibond sutures. After irrigation of the subcu and ensuring hemostasis, the incision was closed in a two layer of a running 0 vicryl suture in the scarpa fascia followed by skin staples. Dressing was placed. The patient tolerated the procedure well and was taken to the recovery room in stable condition.¿ on (B)(6) 2007: (B)(6) hospital. Implant record. Inventory: miscimp. Type: miscellaneous implant. Implant: dual mesh. Qty: 1. Manufacturer: gore. Lot number: 05168915. Catalog number: 1dlmcp03. Site: abdomen. Expiration date: 05/01/10. Amt: 1. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05168915) was implanted during the procedure. On (B)(6) 2009: (B)(6) hospital and clinic, inc. (B)(6) , md. Operative report. Preoperative diagnosis: recurrent right lower quadrant appendectomy incision with incarcerated significant portion of the small bowel in this. Postoperative diagnosis: recurrent right lower quadrant appendectomy incision with incarcerated significant portion of the small bowel in this. See description below. Operative procedure: repair recurrent right lower quadrant hernia with removal of old scar in both the outer and inner capsule pockets, removal of the old mesh (15 cm when it was placed; it now shrunk to 10 cm). Lysis of adhesions of the small bowel and release of the incarcerated portion of the small bowel. Limited abdominal exploration. Placement of a 7.7 inch x 9.7 inch duo mesh patch on the inside. It was anchored to cooper¿s ligament as well as to the inner aspect of the anterior superior iliac crest, and the outer patch of prolene mesh. These were closed together with unit sutures and then insertion of an accufuser pain pump and insertion of a blake drain. Text of dictation: ¿under satisfactory general endotracheal anesthesia, patient was positioned, prepped and draped in appropriate fashion after foley catheter had been placed. We made a transverse incision slightly oblique and took out the old transverse scar from her hernia repair before. We did work our way down. We came upon the outer capsules, stripped this all out of the subcu and off the fascia, found a way to get in, got in lateral to the bowel where it was stuck. I opened this up, took the bowel down by sharp dissection, got that out of the way, took down some of those adhesions, ran the bowel proximally and distally, saw no problems there and felt no other abdominal prominence. There was a huge defect. We worked to get this free and then used to fish in there part of the time but tried to hold everything back so we could begin to see how we were going to do this, and I took a 7.7 x 9.7 inch duo mesh patch and sutured it in place. We placed unit stitches using ramel tourniquets and #1 prolene to begin to tack this up. I did expose cooper¿s ligament and exposed inner aspect of the anterior superior iliac spine and placed 1 prolene stitch into both of those. Our patch laid down. Part of the time we used absorbable tacker. Once we got all of these stitches placed and everything was pushed out of the way so it would not be violated, all the stitches were placed under direct visualization of both sides. We then snuggled that with a ramel tourniquet as we went along. We began the upper arcade and then worked our way medially, laterally and inferiorly. I then took a 0 prolene basting suture, began medially, came across the superior arcade using a kelly inside the patch to keep us from going all the way through the back wall. This went down well and gave us closure of the entire patch to the anterior abdominal wall. We took a 2nd stitch and did that laterally and inferiorly. The most medial part had been cared for in a fashion that would not let anything creep up in there. We used the tacker back over that area, so I did not try to put a basting stitch on that side. The inferior portion which was thicker was laid down and tacked in place to the underside of the superior area as well as to the patch, and then we used a 1 prolene to do that. We then brought the upper part over the lower part in a vest-over-pants type fashion and sutured it in place with a 1 prolene. Once we finished that, we took a piece of prolene mesh, laid it down over the wound, cut it in a reasonably appropriate size and then began superiolaterally tacking the arcade across the superior part, removing the ramel tourniquet pieces and passing it through there and tying it down as 1 big pledget. All of the ramel pieces were accounted for. We then took a 0 prolene and basted it along the top arcade and then brought another one along the bottom arcade and a piece to the overlapped portion of the upper part. A flat blake drain and a pain pump were inserted. We closed subu with a unit stitch of #2 prolene. Skin was closed with a stapler. Drain was sutured into place with 2-0 silk. She tolerated the procedure well. I have spoken with her mom.¿ on (B)(6) 2009: [missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2009 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh shrunk requiring removal surgery. Additional event specific information was not provided.